Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information indicated that the customer did not receive an alert to indicate the stop of her basal rate. The customer reported that she noticed the issue during a visit with her health care professional, while reviewing her carelink reports. The customer reported a passed self test and dvt test. The insulin pump will not be returned for analysis.